Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was unknown at the time of the call. The customer stated that their insulin pump battery life goes down 3/4 at the end of a day even after installing new batteries. The customer states that their insulin pump does to turn on after dying. The customer stated that the issue began a month after receiving the insulin pump. The customer was transferred to the help line for assistance. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.